Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra meter was displaying previous results when they were trying to test. The medical affairs specialist was not able to contact the patient to obtain/clarify information. The medical affairs specialist listened to the troubleshooting telephone call to attempt to clarify information. The reporter stated that the meter issue started about 2 weeks ago in the morning. At that time the patient tried to test with the meter and allegedly could not obtain a reading because the meter was displaying previous results. The reporter stated, the patient started feeling severe headaches after she tried to test with the meter and ate to treat her symptoms. Emergency services were contacted at that time and the patient was admitted to the hospital. The hospital staff tested the patient's blood sugar and reportedly obtained a reading of over 500 mg/dl and diagnosed her with being in a diabetic coma. They gave the patient normal saline intravenously and called the local pharmacy to get appropriate insulin to administer to the patient. The patient's diabetes medication regimen and general treatment strategies are unknown. The product was not new and after walking the patient through resolving the issue, the issue was resolved. This complaint is being reported because the reporter alleged the patient was diagnosed as being in a diabetic coma after the issue began and needed treatment from the hospital. The cause of the symptoms could not be determined because it is unknown whether the patient would have been able to do anything differently had she been able to test.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.